Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, a revision was performed on (B)(6) 2013 due to dislocation caused by an automotive accident. The head and taper sleeve were removed and replaced.

Manufacturer narrative:
Current information indicates trauma during traffic accident caused the reported event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01537 / 01538).